Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated pacing capture management thresholds of the right ventricle were unstable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in the week post implant the leadless implantable pulse generator (ipg) exhibited high and fluctuating thresholds and impedance values. The ipg was explanted and replaced. The physician commented that the ipg was very difficult to remove. No patient complications have been reported as a result of this event.